Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that 2 unspecified bd intravascular administration sets experienced component separation. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. Staff pulled out two packages of this product to use for administering blood to a pt. When they pulled first set out of the package, they noticed one of the top y connectors to the fluid came out of its housing by the drip chamber they pulled the second set out of its package and the situation repeated itself.